Manufacturer narrative:
Investigation results: the complaint of a break in the catheter tubing was confirmed; however, the root cause could not be determined. Two 22g insyte autoguard IV catheters and one photograph were provided for investigation. The tip of one catheter was not returned for investigation. A microscopic examination of the cross section of the catheter tubing revealed a region of striations in the catheter tubing material, which was consistent with a sharp instrument cut. The remainder of the cross section was rough and jagged, which was consistent with a break. The break in the tubing may have been initiated by a needle puncturing the tubing during the insertion process; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global catheter tip broke. The following information was provided by the initial reporter right cub fossa was selected and cannulated but on advancing cannula over needle resistance was felt at very tip. Flushed cannula with saline and got blood draw back but patient reported slight stinging. Flushed with a further 10ml saline and patient again reported stinging to a lesser degree. On removal defective cannula - on removing the right arm cannula, resistance was felt and end of cannula did not seem smooth post removal pocus ultrasound ¿ unable to locate foreign body.

Manufacturer narrative:
Additional information received regarding diagnostics done to determine if foreign body remained in patient- none found. See related tests/laboratory data in tab b for details. E/f codes updated.

Event description:
See relevant tests.